Event description:
Had lasik. Went in the next day and was told my flap looked "perfect" but the physician mentioned "your eyes are drier than normal." Was not given anything for the dry eyes and ended up going back 2 days later with terrible vision in my right eye. I was told it would be prudent to reopen the eye 5 days after my surgery a day clean it out. My eye doctor told me that it was 99% dry and I had an infection. I was given different eye drops, but my vision in that eye has never been 100% and I still have issues day to day. I was never told my eyes may be permanently drier after the surgery. They made it seem as if it was a thing that would not last long. Very upset with the procedure and not giving the full possible long term effects. Now my surgeon states I'll need a second "enhancement" procedure that I believe I would not have needed if he had given me different eye drops when he noticed my eyes were drier than normal before. "How is lasik legal," nobody at the lasik place said december and winter months are the worst times to get it done and now my vision may suffer forever because of it. The problem stop after the person reduced the dose or stopped taking or using the product: no.